Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing separated from the lower fitment during patient use. There was no evidence of any factures on the tubing. Photos showed fluid on the exterior of the product. The customer reported it seemed that the set wasn't fully seated or connected during assembly. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing separated at the lower fitment was confirmed. Visual inspection observed that the macrobore tubing was completely separated from the lower fitment. It was also observed that the tubing was not fully pushed all the way. Functional testing was not performed due to tubing being separated at the component engagement. Fluid was leaking from the separation of the used set. Visual inspection under magnification noted that both sides of the macrobore tubing had insufficient solvent applied at the engagement during manufacturing process. Dimensional analysis was performed on the macrobore tubing; the tubing measured to be within specification. The root cause of the customer¿s experience was a manufacturing issue of insufficient solvent being applied at the junction of the tubing and tubing not being fully pushed all the way into the lower fitment.

Event description:
The customer reported that the tubing separated from the lower fitment during patient use. There was no evidence of any fractures on the tubing. Photos showed fluid on the exterior of the product. The customer reported it seemed that the set wasn't fully seated or connected during assembly. There was no report of patient harm.